Event description:
Sureform 60 robotic stapler jaw would not open after staple load inserted. Device not used on patient as it would no open. Device swapped out before use. Manufacturer response for robotic stapler, sureform 60 (per site reporter) none.